Event description:
Customer reported flickering lines and squiggly waves being displayed on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended. (B) (4).